Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula, or the reported insulin leak. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient's blood glucose levels increased to approximately 550 mg/dl after approximately 36-48 hours of pod wear on the leg. The patient reported feeling unwell, with symptoms including dizziness and headache, which prompted her to seek medical attention. The patient presented to an urgent care facility, where she remained under observation for approximately eight hours. The patient was unable to confirm the diagnosis and specific treatment details related to blood glucose management during medical evaluation but reported that a urinary tract infection was identified and that she received a prescription for cephalexin 550 mg. The patient was uncertain regarding several device performance details and was unable to confirm whether the cannula was properly inserted into the skin at the time of pod application. She stated that the cannula may have become dislodged from the infusion site and may have been slightly bent. She further reported that insulin leakage may have occurred after the pod dislodged from the skin, noting that the pod may have been wet, and confirmed the occurrence of an automated delivery restriction alert on the date of the. The patient further reported that she had recently increased her target blood glucose level to 150 mg/dl due to a history of low blood glucose during the night. Additionally, during troubleshooting with insulet's product support, it was identified that the patient was not administering bolus doses prior to meals or snacks and was not following the correct method for delivering bolus doses, as she was estimating carbohydrate intake rather than using blood glucose values from her continuous glucose monitor.